Event description:
Balloon located on the distal end of the suction cannula would not deflate. The physician was unable to remove cannula from the body. Another device was used to pierce the balloon, thus allowing the physician to remove the device.what was the original intended procedure?angio-vac a venous thrombectomy device.device #1is this a laboratory device or laboratory test?no.